Event description:
The account stated the brakes were not locking. Brake not holding.

Manufacturer narrative:
The technician found all four casters where shattered. He replaced the casters to repair the bed.